Event description:
It was reported that No Readings/ Sensor Error/ Brief Sensor Issue occurred. Performance data was reviewed. No Readings/ Sensor Error/ Brief Sensor Issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(b)(4).E1 Initial Reporter Email Address - (b)(6) .